Event description:
Customer reported the right monitor is gray and the system won't send data to pacs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the hard drive and external interface pcb. System operates as intended.